Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history is unknown. Attempts were made to obtain additional information. No further details were made available. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
On september 25th, an article ¿the double-cup construct: a novel treatment strategy for the management of paprosky iiia and iiib acetabular defects management of paprosky iiia and iiib acetabular defects¿ by daniel m. Estok et.al was retrieved from the journal of arthroplasty. The study reported four hips exhibited deep infection that occurred within the first year and treated with debridement and irrigation and exchange of modular component.